Event description:
New defibrillator, first time used in a case. Internal paddles would not discharge on 1st and 2nd attempts. Had to use defibrillator from another room. No adverse outcome to pt. Equipment is under warranty and is being returned to the MFR.